Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 33mg/dl at the time of the incident. The customer was treated with cinnamon cruch meal and a glass of orange juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting and the display did not return. Customer stated that the drive support cap is sticking out. The insulin pump will be returned for analysis.